Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump was not returned for evaluation. The reported "low flow" event was confirmed through log file analysis, which revealed 172 low flow alarms logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pump had low flows. The patient presented to the emergency department with complaints of ¿not feeling well¿ with fatigue, dyspnea on exertion, shortness of breath for one week, and approximately eight defibrillator fires with low flow alarms. The patient was found to be in torsades de pointes. The next day a transthoracic echocardiogram (tte) was performed that showed the septum shifted to the left ventricle in the diastole. The right ventricle had moderate to severe dilation with moderate to severe reduced function and at least moderate mitral regurgitation. The patient was admitted to the intensive care unit two days later forlow flow alarms with some alarms associated with right ventricular dysfunction and volume overload. The patient appeared to be in acute cardiogenic shock with biventricular dysfunction with septum bowed to the right. It was reported the ventricular assist device (vad) appeared to be malfunctioning providing little support with dropping flows, pulsatility despite higher speed. It was reported the aortic valve opening with low flows and pulsatility suggested the vad function was compromised and suspected to be inflow versus outflow cannula obstruction. The pump remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump and outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed 172 low flow alarms logged since (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Additional products: outflow graft, 0001816259, d10: no, h3: yes, h6 FDA method code(s): 4112, 4114, h6 FDA results code(s): 213, h6 FDA conclusion code(s): 4310 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient was started on cardiac resynchronization therapy (crt) and found to have signs of thyrotoxicosis. The patient was evaluated for pump exchange but had shock liver with a total bilirubin of 9. A temporary left ventricular assist device (vad) was planned. The patient was taken to the operating room (or) and found to have very dense mediastinal adhesions. An outflow graft obstruction at the level of the aortic anastomosis was found. The current vad was completely removed and the temporary vad was placed. A tricuspid valve repair was also performed. Patient came off of cardiopulmonary bypass with significant support due to right ventricular failure and demonstrated severe coagulopathy due to liver dysfunction. The patient¿s vasoactive drugs were weaned down and patient woke up but remained on crt.

Manufacturer narrative:
Other devices involved in this event: d1: heartware ventricular assist system outflow graft outflow graft / 0001816259/ model #: 1125 / expiration date: 2018-10-31 UDI #: (B)(4),concomitant medical products:¿ mfg date: 2013-10-31 labeled for single use? No. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.